Event description:
It was reported that the surgeon inserting a micl 12.6 implantable collamer lens and noticed an irregularity on the lens during injection. There was patient contact but not injury.

Manufacturer narrative:
Visual inspection of the returned product showed that a corner of a haptic was missing and there was a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.